Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Review of the system logs did not identify any abnormal events. The fse replaced helium reservoir, high pressure helium regulator and hi press 3500 psig as precaution. After the replacement, the unit continued to lose approximately 1 psi every 10 minutes with the console connected to the cart and the helium tank open. During leak testing, x5 was not initially identified as leaking. To further address the issue, the fse replaced the multiple helium tubing assembly. A subsequent x4 leak test was completed, during which pressure decreased from 277 psi to 272 psi, which is within acceptable limits. X5 then demonstrated stable and consistent pressure readings with no indication of leakage. The unit was calibrated and passed all functional and safety tests in accordance with factory specifications. The failure analysis and testing dept. Received the following parts associated with this complaint: helium reservoir, high pressure helium regulator, hi press 3500 psig, helium tubing assembly. Parts were received with a reported failure of a helium leak in the external cart and on pump. The fat performed a visual inspection and found the high pressure helium regulator to have some slight damage to the helium nozzle. This may cause a helium leak. Possible cause may be a user error. The fat installed the other parts individually in cardiosave test fixture and tested the parts to factory specifications per the procedure. No failure confirmed on these parts. Retaining the parts in the failure analysis and testing department per procedure.

Event description:
N/a.

Event description:
It was reported by the getinge field service engineer (fse) during preventive maintenance cardiosave intra-aortic balloon pump (iabp) identified x4 dropping more than 20 psi in 5 minutes once tank closed as part of leak test. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.